Manufacturer narrative:
(B)(4). This event is no longer considered reportable, per medical assessment. Based on limited information regarding how peritonitis has developed and lack of evidence of preceding local infection at the sensor site, intraabdominal perforation or sepsis, it appears that the use of use of dexcom sensor played no role in development of peritonitis.

Manufacturer narrative:
(B)(4) dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the trial patient experienced a reaction. Patient stated that wearing the sensor resulted in him being diagnosed with a peritonitis infection. Patient indicated that they wanted to cancel their trial. Additional event or patient information is not available. No product or data is available for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.